Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid (5 mg/ml at .2401 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016, the patient had the pump implanted. The same day the patient¿s husband reported that she was unresponsive. The patient was taken to the emergency room (ER) for a possible overdose. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury.¿ additional information was received on (B)(4) 2016 from a healthcare professional and it was reported that the diagnostics performed related to the event were unknown. The patient was taken by ambulance to the ER and given half an amp of narcan and responded. The patient was kept overnight without further incident. The pump rate was turned to minimum rate. The cause of the event was not determined. The pump was implanted, the patient took some of her usual meds (including hydrocodone) and got sleepy/unarousable. The patient¿s husband also reported that her jaw was clenched and she was foaming at the mouth. The patient was seen in the office on (B)(6) 2016 at which time the side port was aspirated, a new priming bolus was given, and the pump rate was reset to 0.24 mg of dilaudid per day.